Event description:
Same case as: 2134265-2014-06490, 2134265-2014-06776. It was reported that automatic pullback failure occurred. The 85% stenosed target lesion was located in the mildly tortuous, mildly calcified and pre dilated distal right coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a galaxy intravascular ultrasound system sled to perform automatic pullback. However, it was noted that the transducer of the opticross¿ imaging catheter could not be moved. It was also noted that the automatic pullback failed thus the transducer could not be returned. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).